Event description:
My name is (B)(6). I have consulted with one of the top 1 percent orthodontists from the invisalign website, and he approved the invisalign teeth alignment system for me in (B)(6) 2017. The technician took my teeth imaging and ordered the trays for me. On (B)(6) 2017, I went and they gave the first initial 2 trays from invisalign. I was told to wear the tray at least 22 hours a day for the teeth to move, and from the 2nd day wearing the first tray. I started to feel dry mouth, tongue burning and roof of my mouth burning. These symptoms started from faint and increased in the following few days, the major problem it caused me was lack of sleep. I would fall asleep and in a few hours, wake up in the middle of the night, feeling lips swollen, tongue tip sticking to roof of the mouth and both burning. Sometimes my throat also dry, my whole mouth was completely dry as if I was lost in the desert. I struggled to function in the morning. I felt like a zombie, where I could walk and move but not able to clearly think, and sleepy all the day. I kept trying to find a solution to relieve the symptoms thinking it is normal, because my body is not used to the trays yet tried mouth washes, tongue ulcer rinse, even sleeping aid from otc, but nothing worked. I still woke up in the middle of the night. After the first 10 days, I started wearing the 2nd tray, still suffering the symptoms. My job also suffered a lot. (I work in car sales). I was late a lot. I could not sell or talk effectively to people. Also I just got a bachelor degree in web development and I am studying part time while working to change careers. My study requires fresh and focused mind, and I was not able to do that at all since I started the treatment. After the end of 20 days, and my appointment with the orthodontist, I was told that the doctor was not there, and there is another orthodontist who was there can see me. I went to the office and explained my condition and the symptoms. The orthodontist told me that he never seen such a case, prescribed me a dry mouth rinse called biotene which is over the counter, and that I could take off the trays before I went to sleep, and proceeded to install teeth attachments, and the 3rd tray. Taking off the trays at night before sleep did not relieve the symptoms, and after the 3rd day of using the tray, I was feeling nauseous at my job on (B)(6), which is the busiest day in (B)(6) business, and I went home sick. I contacted invisalign through (B)(6) and filed a description email to them. They advised to take off the trays and see my orthodontist, and they will contact him to follow up. After 5 days of this, I went to the orthodontist office to see my doctor, explained to him what happened, and he said in (B)(6) cases he had only 1 person had similar conditions and stopped the treatment. He said he could switch me to conventional braces so I don't lose the down payment I already put ((B)(6)) and I told him I'll think about it. I just need to be able to sleep first. He removed the teeth attachments and I went home. My symptoms did not change and still could not sleep. I contacted invisalign again expressing my concern the symptoms did not stop after taking off the trays if it was an allergic reaction, and asked what should I do. They talked to me over the phone, saying that they cannot give medical advise, and I should follow up with my orthodontist. I went to see my general doctor on (B)(6), who said he could not see any damages in my mouth and that I should see an ear nose throat specialist. I saw a specialist on (B)(6) 2017 and he diagnosed my case that I got a glossodynia (burning mouth syndrome) which has no cure, and was probably triggered by wearing the trays, and could last for months or even years. I wish I was explained the side effects/bms when I was choosing the invisalign treatment, as well as I would not continue to wear it which I'm sure contributed more to the bms happening.